Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted image appears to display sheared distal tip of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: posterior lumbar fusion (plf) it was reported that during surgery, the tip of the driver broke while removing a screw. Driver came in contact with the patient. No fragments remained. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~4.5mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.